Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/09/05). During the evaluation at omsi, the reported touch screen failure could not be reproduced. The device was found to meet its specification in this respect. However, the evaluation found error message e430, which was traced back to a defective motherboard and which presumably caused the continuous restarts. Furthermore, error message e433 was found to occur permanently and was traced back to a defective hvps board. These issues can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, omsi found cracks in the docking connector, as well as scratches on the housing cover and housing chassis. This damage was most likely caused by improper handling and can thus be attributed to user error. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that at an unspecified time/date the touch screen of the esg-400 electrosurgical generator was found not be responding to input. The generator seemingly restarted continuously but the power indication light was lit constantly. No further information was provided but there was no report about an adverse event or patient injury.